Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 12 months prior from the alert date because the lot # and the occurrence date were unk. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during endoscopic vein harvesting procedures, four short port btt black inflation valves dislodged (popped out) when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloons would not remain inflated. Replacement units were used from accessory kits to complete the procedures. The hospital did not report any pt complications. It was not known when the failures occurred so all events will be tracked in this one case. This report is for the fourth device.